Event description:
During upper gi cook 20m qd-20x8 quantum ttc esophageal balloon dilator popped while being inflated with air. No injury to patient. Entire instrument was retrieved from patient. FDA safety report ID # (B)(4).